Event description:
It was reported that a vns patient had passed away; however, no pt or product info was provided. The cause and circumstances of the death are unk. Attempts for further info from the physician's office have been unsuccessful to date.